Manufacturer narrative:
.

Event description:
It was alleged by the patient's lawyer that following implantation of the device, the patient experienced multiple severe complaints. Product was used for therapeutic treatment. The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.